Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. Evaluation of the instrument found one blade broken at the base, with a section measuring approximately 0.476" x 0.084" in size missing. The broken piece was not returned with the instrument. Components adjacent to the broken blade showed no damage. During use, if blade damage occurs while the instrument is activated, the generator may detect it and emit a solid tone or display an error. In this case, the instrument failed energy recognition while connected to an in-house energy generator. During the energy recognition test, the instrument displayed the message ¿tighten assembly.¿

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the tip of the harmonic ace instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.